Manufacturer narrative:
Final product manufacturing and qc record for cov2010030 were reviewed.no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr.the test results of retention samples from cov2010030 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Customer reported getting no lines on 3 tests she tried before calling acon. She stated she applied 4 drops in the s well but no c line appeared. When I walked through a test with her over the phone she did get a line. It's unknown what might be different with the test she performed with me.